Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabp and initially ran unit with trainer without exception. The diagnostic logs showed nothing in regards to an anomaly with the iabp. The stm was unable to replicate the user's complaint, and the iabp was calibrated and passed all functional and safety tests per factory specifications. Subsequently, the clinicians inquired whether anything strange came up while testing the subject unit. The stm indicated that everything checked out, based on manufacturer specifications. Clinicians asked for the iabp to be maintained in biomed for further testing, given that a similar issue had occurred in (B)(6) 2018. The stm then clarified with the clinicians on the referenced event in (B)(6) (see event description). Based on discussions with getinge's field lead, the stm replaced suspect compressor assembly and pressure and vacuum filters as a precautionary measure. The iabp was then calibrated and passed all functional and safety tests per factory specifications. The cathlab manager arranged for the unit to be ran over the weekend in the ic and provided her trainer and balloon for the over-the weekend run. The unit was ran over the weekend, and the stm periodically checked in with the day and night shift. The ICU personnel indicated nothing was wrong with the unit, and that nothing wrong happened with the unit. In addition, the stm verified that the pneumatic interface module felt warm as opposed to hot to the touch, as indicated by the cathlab clinician, therefore, the stm contacted the cathlab and ICU personnel on the observations gathered from testing over the weekend, and there were no issues. The iabp was released and cleared for patient use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed a "shut down and restart" message. A nurse witnessed a "stand by" message while the iabp was pumping, and then pumping stopped and the waveforms were frozen. Another nurse pressed the "help" button, and shutdown the iabp. After the iabp was rebooted, it displayed an "overheat" prompt and the iabp was sent to the cathlab clinican who advised that he received it in shutdown mode. There was no patient harm and no adverse event was reported.